Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of chemo infusion was leaking from the filter could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 23059310 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) xxxx was used based on age of patienth.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing set was leaking the following information was received by the initial reporter with the following verbatim: ; the patient stated that the filter on her chemotherapy was leaking during her work with physical therapy today. I checked all of the connections to the filter and they were tight, but there was moisture on my glove when I touched the filter. The patient had been walking in the hall with physical therapy, so I walked the same path they took to see if there were any chemo spills and did not find any visible droplets. The patient had finished their chemo by the time they notified me of the issue and no discernable amount of medication was lost.